Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had pump error alarm. The customer's blood glucose was 210 mg/dl. The customer stated that while rewinding the insulin pump a pump error occurred and the customer was unable to progress through changing infusion set and reservoir. The troubleshooting was not mentioned for the pump error. The insulin pump will not be returned for analysis.